Event description:
It was reported that a pt underwent a laparotomy procedure on an unk date and suture was used. During closing of the abdominal wall the needle pulled off the suture. The procedure was completed with a like device. There were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.